Event description:
The customer reported to olympus, the jaws were unable to be fully closed and the hinge was broken. The issue was found during a laparoscopic total hysterectomy bilateral salpingo-oophorectomy. The damage was detected outside the patient's body by the surgical nurse before the start of the procedure. The jaw insert was neither activated nor used and the procedure was performed using a spare device. There were no reports of patient harm.

Manufacturer narrative:
No further information was able to be provided by the customer. The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. The device evaluation found that the ceramic axle was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). Based on the results of the investigation, the root cause was wear. It is likely the reported event occurred due to acute use related wear and tear as well as improper reprocessing. The ceramic axle connection between the jaw parts was damaged/torn as a result of at least one high-frequency current flashover. The jaw insulation was worn and parts of the insulation/ceramic axle were missing. Olympus will continue to monitor field performance for this device.